Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. After the occlusion alarms are declared, the customer successfully resumes insulin deliveries and stated that they were unsure in regards to the source of the occlusion alarms. The customer's blood glucose level was not impacted. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.